Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not fully plugged in to the interface board. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
Customer's father reported a blank display. He stated that the display does not return after he inserts a new battery. Customer's blood glucose was unknown. The father stated his daughter had taken off the insulin pump and the screen went blank. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.